Event description:
Patient came into hospital for mediastinoscopy (biopsy of paratracheal mass). During procedure aorta became torn posteriorly and doctor attempted to repair with felt patches 3500cc of blood in brat cell saver reservoir accumulated but was unable to reinfuse due to cell saver malfunction. Electromedics cell saver was used when brat failed. Patient expired despite effortsdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, none or unknown. Results of evaluation: none or unknown. Conclusion: other. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service, device returned to manufacturer/dealer/distributor, inserviced by manufacturer/distributor representative. Invalid data - on device destroyed/disposed of status.